Event description:
A customer reported that a cartridge alarm 20 occurred with their insulin pump, but it did not impact their blood glucose levels adversely. There was no instance of the customer's blood glucose exceeding a harmful level due to the issue. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, as it was still under warranty. The customer agreed to use a backup insulin pump to ensure continued insulin delivery. They were informed that the replacement pump would be equipped with updated software. The customer was instructed to return the faulty pump within ten days using a provided return box and pre-paid label to avoid additional charges and to transfer their settings and connect their continuous glucose monitor to the new pump.